Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer was told by end user that she was coming back from her mailbox on her driveway. She states her inductive would not go back to center after releasing. She was going forward then pushed the joystick inductive to move to the right, the chair would not go into that direction and would only go straight.